Manufacturer narrative:
This report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. (B)(6) without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, the patient fell and broke his proximal femur again. The implant went all the way through the joint because the blade was fixed with too much strength due to the stuck screwdriver. The patient outcome was unknown. This report involves (1) unknown screws: nail distal locking. This is report 3 of 3 for (B)(4). This product complaint, (B)(4), is related to (B)(4).